Event description:
It was reported that the device had premature battery depletion. It was noted that in (B)(6) 2015 the battery longevity was estimated at nine months, however the device reached eri on (B)(6) 2016 which was sooner than expected. Additionally it was reported that the right ventricular (rv) lead had low impedance. It was noted that the rv lead's impedance had dropped approximately 200 ohms within the last year; of which this type of impedance drop has been noted with this lead in the past. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.